Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 560 mg/dl which was addressed with a manual injection. Reportedly, no insulin was seen exiting the cartridge tubing.